Manufacturer narrative:
Sample collection and centrifugation information were not supplied. Customer did not follow the outlined procedure for loading a new reagent pack on the system. Service was not dispatched, as customer was not questioning instrument performance. Root cause is associated with user error.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a reagent pack mis-load that led to three (3) erroneous tronponin (accutni) results on the access 2 immunoassay system. All three (3) results were reported out of the laboratory. Repeat analysis of samples were performed and reports were amended. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.